Manufacturer narrative:
The pod was received with the soft cannula deployed. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. However, the exposed portion of the soft cannula was found to be kinked and torn. During fluid path testing, fluid was found to leak from a tear in the damaged exposed soft cannula. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported cannula kinked and leaking during wear events.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 570 mg/dl while wearing the pod less than 1 hour. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. Additionally, insulin leaking at the pod site was reported. Treatment details were not provided.